Event description:
The physician noticed the device was sticking at the 8 o'clock position. They changed probes and the issue continued. After completing the case the holster was still sticking without a probe attached.